Event description:
This is a spontaneous case report received by baxter affiliate. Pt (age unknown) underwent surgery for disc herniation on an unknown date. During this procedure, bleeding from an epidural vein caused obstruction of visibility of the surgical field. Cautery and oxidized cellulose were applied without success. Subsequently, floseal maxtrix hemostatic sealant (quantity and lot# unknown) was applied to control this bleeding, which was successful. Post-operatively, the pt developed (unspecified) symptoms of cauda equina syndrome. Later on the same day, pt floseal application and was removed. The pt has made a full and uneventful recovery. No further info was provided.